Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer attempted to load new cartridge onto the pump and a cartridge change error was received. There was no known impact to the customer's blood glucose (bg) level. The customer successfully loaded a third new cartridge onto the pump and reported that the pump would continue to be used for insulin therapy.